Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer replaced the controller to resolve the issue, and the performance was tested through hardware test application. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: ascension via christi regional medical st francis campus.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was completely black and user turned the pyxis off and back on, but it remained unresponsive. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.